Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A supplemental report will be submitted once subsequent information is provided. (B)(6).

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) upon startup maintenance code#7 was displayed. The unit was switched out and taken to biomed. No patient injury or adverse event was reported.

Event description:
It was reported that upon start-up of the cs300 intra-aortic balloon pump (iabp) and prior to use on a patient, upon start-up "maintenance code #7" was displayed. The unit was switched out and taken to the facility's biomed dept. No patient injury or adverse event was reported.

Manufacturer narrative:
The full name of the event site is the (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "maintenance code #7" issue. However, the fse observed fault #64 in the fault journal which is defined as "restricted or reduced air flow from air intake". Per section 5.6.8 of the cs300 service manual, the fse cleaned the power supply which resolved the issue. The iabp was able to pass all calibrations, functional, and safety checks per chapter 4 of the service manual and was released to the customer and cleared for clinical service.